Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Visually confirmed that the returned rod is broken. Dimensional inspection of implant confirms rod diameter conforms to print specification. Fracture surface examination reveals a fairly flat, brittle fracture, with a localized region of origin, directional propagation until subsequent ultimate fracture, as evidenced by the river lines and bend stress shear lip. This is consistent with fatigue as the primary mode of fracture. Visual, microscopic, and dimensional evaluation and observations are consistent with anticipated wear, due to cyclic fatigue. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a fusion procedure from t10 to iliac using posterior fixation. An unknown time post-operatively a rod fractured at l3 on the left side. The patient underwent a revision surgery to replace the broken hardware. During the revision surgery, it was noted that no fusion had occurred in the area where the rod broke.